Event description:
According to the reporter, during a total laparoscopic hysterectomy, at the time of vaginal cuff closure, the needle fell out of the endostitch. The surgeon used a grasper and held the needle while cutting the suture. The surgeon was able to retrieved the needle from the patient. Another reload was used to finish the closure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.